Event description:
Pumps were either infusing or on hold and suddenly would alarm without any warning. The staff was unable to shut off the alarms. Per the b. Braun representative this type of alarming has been filed previously as pir's even though it doesn't qualify as pir via the checklist. Little to no detailed information was provided on the individual pumps. No info on medications infusing or infusion rates. No pt injury. After further follow-up with the reporter it was confirmed there were no pt injuries associated with the event.

Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump alarming and becoming unresponsive. The reported event could not be duplicated. Review of the log displayed on (B)(6) 2013 at 7:42:00am the pump was set to a piggyback infusion to infuse a volume of 24.3ml at a rate of 100ml/hr. At 7:57:00am the piggyback infusion completed and the primary bag turned on. The primary bag was set to infuse 260.9ml at a rate of 10ml/hr. The log showed a system alarm 75 on 10/7/2013 at 11:55:44am. The pump turned off and was powered back on. At 11:55:49am there was a system alarm 123 indicating the battery had been disconnected. Volumetric testing: duplicated customer run of 100ml/hr with a volume of 24.3ml for the piggyback infusion. Primary bag set at 260.9ml to infuse at rate of 10ml/hr. Ran the pump for 24 hours with active wireless and results did not display any errors. The cause of the event is unk. Corrective and preventative action ((B)(4)) has been initiated. Performed preventative maintenance service.